Event description:
A malfunction on the pump was reported by the caller, with the fault identified as malfunction code 9. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the malfunction, allowing the caller to continue using the pump. The caller was advised to contact technical support again should the malfunction recur, and they acknowledged this advice.